Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted at this time. A call to technical services was made on (B)(6) 2014 stating that there was an out of range impedance and elevated thresholds observed on the rv. The physician was dr. (B)(6) at (B)(6) hospital in (b)(6.. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).